Event description:
It was reported that they got an alert that the water was below 10c for 8 of 10 hours in arctic sun device. Water temperature (wt) was 9c, patient temperature (pt) was 37.5c, targeted temperature (tt) was 37c. The patient had been normothermic for 24 hours. They ordered for 48 hours of normothermia. They also had a message about a leak in the line. They were not sure if the two are related, flow rate (fr) was 1.6lpm, patient temperature (pt) was now 37.3c, water temperature (wt) was 10c, inlet pressure (ip) was -6.2psi , circulation pump command (cpc) was 100%. Walked nurse through disconnecting and properly reconnecting the pads. Flow rate (fr) was 1.9lpm, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 59%. Discussed causes of heat generation. Asked nurse to treat heat generation per facility protocol and to perform diligent skin checks. Explained how low flow could reduce adequate heat transfer leading to the water being colder for an extended period to accommodate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alert that the water was below 10c for 8 of 10 hours in arctic sun device. Water temperature (wt) was 9c, patient temperature (pt) was 37.5c, targeted temperature (tt) was 37c. The patient had been normothermic for 24 hours. They ordered for 48 hours of normothermia. They also had a message about a leak in the line. They were not sure if the two are related, flow rate (fr) was 1.6lpm, patient temperature (pt) was now 37.3c, water temperature (wt) was 10c, inlet pressure (ip) was -6.2psi, circulation pump command (cpc) was 100%. Walked nurse through disconnecting and properly reconnecting the pads. Flow rate (fr) was 1.9lpm, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 59%. Discussed causes of heat generation. Asked nurse to treat heat generation per facility protocol and to perform diligent skin checks. Explained how low flow could reduce adequate heat transfer leading to the water being colder for an extended period to accommodate.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "misconnection of supply and return lines". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown, therefore unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.